Event description:
Boston scientific received information that this product was part of a system revision due to erosion. The patient had a hematoma, and was seen at the clinic where they noted that the device had eroded. There were no additional adverse effects reported. The device and leads were all explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.